Event description:
It was reported the ez45g was used during a thoracotomy with wedge resection. It was reported the device formed the staples but did not cut tissue and locked onto the tissue. The device was opened with great effort. The case was completed with scissors. There was no consequence to the pt. 9/23/97 no buttressing material was used. The rep reported the device was accidentally destroyed.